Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2017, product type: extension .product ID: 37603, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. Product ID: 3387s-40, lot# va19lmg, implanted: (B)(6) 2016, product type: lead. Product ID: 3708660 , serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient had a post-operative infection following an implant surgery. The patient¿s ins and extension were explanted and the infection was resolved. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.